Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during a laparoscopic cholecystectomy procedure, it was found that the e117 error which indicated the subject device malfunctioned was displayed and the brightness of the image became reducing. The user managed and completed the intended procedure with the subject device. There was no report of patient injury associated with the event.